Event description:
A malfunction alarm occurred with the customer's insulin pump, showing malf 12 and fault ID 12-0x2071. The malfunction persisted even after an attempted reset, leading to the decision to replace the pump. There was no reported impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to ensure continuous insulin delivery.